Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a stricture due to lung cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent deployment suture was completely released, but the stent failed to expand and remained on the delivery system. Reportedly, the delivery system could not be withdrawn from the unexpanded stent. Thus, the stent was removed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial covered distal release stent and delivery system were received for analysis; the stent deployment suture was not returned. The stent was received deployed and remained on the delivery system. Visual examination of the returned device found the shaft was kinked. Functional evaluation revealed that in order to expand the stent, water was needed. The stent was released manually by gripping the shaft and pulling the stent distally. The stent was measured to be within specifications. There were no other issues with the stent and no other issues with the device were noted. The reported event of stent failed to expand was confirmed. The dfu states ¿lubricate the stent with water soluble lubricant¿ it is unknown if the stent was lubricated during the procedure; however, upon analysis, the stent successfully expanded with the application of water. In addition, the shaft was found kinked. This type of damage is consistent with the application of force to the delivery system. The investigation concluded that the reported event and the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a stricture due to lung cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent deployment suture was completely released, but the stent failed to expand and remained on the delivery system. Reportedly, the delivery system could not be withdrawn from the unexpanded stent. Thus, the stent was removed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.